Manufacturer narrative:
(B)(4). The MFR documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints was reported for this same failure mode within this lot. The device has not yet been returned to the MFR; however, a full eval will be conducted when the device is received, and a supplemental report will be submitted when the investigation is completed. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.

Event description:
It was reported that the customer tried to advance the catheter around the angulated proximal segment, but the distal catheter tip kinked and the monorail part (internal lumen) was damaged. Catheter had to be removed. The customer decided on use another catheter but felt some resistance due to vessel tortuosity. At this stage, the physician decided to stop the procedure and no ivus was performed. Add'l info from the customer stated that there was a sharp take off angle from the left main into the circumflex. The physician did the initial procedure trans femoral with more support, than trans radial. The wire was placed but when advanced, it would not pass into the circumflex. With forceful attempts to advance it, the tip kinked at the site where the rx part was attached.